Event description:
A pt experienced red eyes with pain and burning, intense myalgia and arthralgia, photophobia and weakness. The pt's symptoms first appeared four to six hours following the hemodialysis session. The pt was treated with prednisone 10mg per day for two days. Reportedly, the symptoms diminished during the interdialytic interval, then increased in intensity during the following dialysis session with a ca membrane. The symptoms gradually diminished after the pt was changed to a cahp 201 dialyzer in october 2003. The physician at the center reports the pt is fully recovered.